Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.

Manufacturer narrative:
The event occurred in (B)(6). (B)(4).

Event description:
The initial reporter complained of two occurrences of questionable inr results from a coaguchek pro ii meter, serial number unknown, for 1 patient compared to the owren pt laboratory reagent. For one occurrence, the meter result was 3.1 inr and the laboratory result was 2.3 inr from a venous sample that was collected right after the meter result. For the other occurrence, the meter result was 4.2 inr and the laboratory result was 2.8 inr from a venous sample that was collected right after the meter result. There was no allegation of an adverse event. The customer's test strips have been requested for return. Relevant retention test strips (lot 364253) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.